Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 2.2, lab: 3.6. Venous draw performed at time of meter testing due to lower than expected results.

Manufacturer narrative:
Investigation pending.